Event description:
It was reported to baxter (B)(4) that one (1) ce infusor sv2 device was discovered leaking during patient use. According to the report, the patient returned to the hospital with the device in a wet isotherm pouch and traces of 5-fluorouracil (in the form of white powder) was observed. Additionally, it was reported that the device was filled with 5-fluorouracil and sodium chloride, the infusor was stored at ambiant temperature and the leakage occurred between the luer connection and the catheter. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one used unit was received by baxter for evaluation. The reported condition of "leaking infusor" was not confirmed. Visual examination of the unit found no signs of defect or abnormality at the luer that could have caused the reported leak. A leak test was subsequently performed by refilling the bladder with green water then monitored for 24 hours. As a result, no signs of leak were detected at the luer or anywhere on the entire device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The deivce is available for evaluation, per the customer; however the device has not yet been received. Should the device and/or any additional information become available, a follow-up report will be submitted.